Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) could not be placed due to high thresholds and poor r waves. The physician decided to place a traditional pacing system. No patient complications have been reported as a result of this event.